Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual/functional inspection: as the device was not returned, a visual/functional inspection could not be performed. Medical records and images review: as medical records/images were not returned, a medical record/image review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the core wire of the crosser catheter allegedly perforated the crosser catheter and extended several cm past the distal tip. The reported retraction issues were likely caused by the core wire perforating the crosser catheter and getting caught on the distal end of the sheath during retraction. However, the root cause for the crosser catheter core wire break is unknown. Labeling review: the current IFU (instructions for use) states: warnings:manipulating or torquing a product against resistance may cause damage to the product or vasculature or cause vessel perforation. Never advance, withdraw or torque a catheter which meets resistance. Precautions:verify compatibility of the product¿s inner and outer diameters and lengths with other devices before use. Procedural steps:carefully advance the product to desired location under high quality fluoroscopic guidance. If reinsertion of the product is necessary, inspect the product to ensure there is no damage to the tip or shaft of the catheter. Flush the catheter system to ensure that no air or blood is within the catheter. Reactivate the hydrophilic coating on the outside of the catheter by exposing it to saline. Adverse effects:use of the usher catheter may give rise to the following complications: hemorrhage, hematoma, ischemia, vessel perforation/dissection, allergic reaction to contrast medium, vascular occlusion, thrombosis, infection, vessel erosion, spasms, embolism, puncture site hematoma, pain and tenderness. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that after 4 minutes and 45 seconds of activation in a chronic total occlusion lesion in a vessel, during retraction of the recanalization catheter, there was some alleged retraction difficulty of the recanalization catheter through the support catheter. There was no reported patient injury. The lesion was deemed not passable and the case was concluded.